Event description:
It was reported that (2) devices were used during a sigma and a gastrectomy. It was reported by the affiliate that the h2tuv devices emitted noises. Another device was used to complete the case. There was no consequence to the pt.